Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to an unknown cause. The customer did not provide the blood glucose reading. She mentioned that there had been a malfunction which was not previously reported. She added that she had misplaced her sensor, as well. She did not provide any further details regarding the hospitalization nor the malfunction. Nothing further reported.